Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis could not confirm the customer comment that the programmer a telemetry noise issue. A printed circuit board was replaced and recalibrated as a preventative. Analysis could also not confirm the customer comment of a grinding noise. The system fan was replaced as a preventative. Analysis could also not confirm the customer comment of an issue printing or saving reports. Analysis was able to confirm the comment on sluggish performance. Software was reconfigured and reloaded. It was also indicated that the left keyboard hinge was broken and therefore replaced. The programmer passed final functional and system tests. (B)(4).

Event description:
It was reported that the programmer and radiofrequency (rf) head were unable to do threshold checks due to telemetry noise despite having a good signal and a connection check. The programmer also had issues printing and saving reports to portable document format (pdf). The programmer also booted slowly and made a grinding noise. The programmer and head were returned for service. No patient complications have been reported as a result of this event.